Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results on two meters within 10 minutes: 353 mg/dl, 158 mg/dl, 123 mg/dl (compact plus system 1) and 106 mg/dl, 114 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.